Event description:
It was reported that during surgery for a posterior lumbar fusion (tlif) at l5-s1 level, surgeon noted that the matrix locking cap would not tighten down and continued spinning on top of the matrix polyaxial screw at the l5 right level. Two locking caps, polyaxial screws and one rod was removed and replaced. All implants were doubled checked and the case was completed without further incident. No reported fragments left behind. Due to this event an additional 5 minutes was added to operating room time. Surgery was completed successful. Broken cap and screw are reportable items. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no patient data reported. Additional product codes: mnh, mni, kwq, kwp. Implant/explant date: unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.